Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated a memory error for an integrated circuit. Hybrid analysis determined telemetry was non-functional due to invalid device model identification data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician could not interrogate the device even though the programmer was up to date with software. The caller was advised that a bit flip in the model identification memory of the device was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.